Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 07/2026).

Event description:
It was reported that during a port placement procedure, the device allegedly had suction issue. It was further reported that few solution that the syringe has comes out through the connection. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one bardport ti implantable port, one flushing connector loaded to a catheter segment, one introducer needle, two cath-locks, one 10.0fr peel-apart sheath and vessel dilator, one vein pick, one right-angle non-coring needle, one straight-angle non-coring needle, one guidewire straightener, one j-tip guidewire loaded in a guidewire hoop, one tunneler, one catheter in three segments and one safety infusion set were returned for evaluation. Gross, microscopic visual and functional testing were performed. The investigation is confirmed for the reported fluid leak, suction issue and identified fracture issues as multiple cracks were observed on the introducer needle hub. Upon infusion, a leak from the hub was observed; water exiting through the distal tip without issue. Furthermore, during the sample evaluation the introducer needle was noted to be bent was considered to be an incidental findings since it was not related to the original reported event. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported that during a port placement procedure, the device allegedly had suction issue. It was further reported that few solution that the syringe has comes out through the connection. The procedure was completed by using another device. There was no reported patient injury.